Manufacturer narrative:
The device was returned and investigated. A visual inspection was performed on the returned device and analysis of the device indicated that the balloon folds were tight at the distal end and relaxed and bunched at the proximal end of the balloon. The stent implant was returned stationary between the balloon markers. The abbott balance middleweight guide wire used during the procedure was returned frozen inside the sds; thus confirming the reported difficult to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficult to remove appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an 80% stenosed, distal posterior descending artery (pda) via femoral access. A 2.75x15mm xience sierra drug eluting stent (des) was advanced to the lesion over a bmw guide wire (gw). During deployment, the des became caught with the gw and the gw coils unraveled. The gw and the stent system were removed from the anatomy together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. A whisper es gw and a new, same size xience sierra des were used to successfully complete the procedure. No additional information was provided.